Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the patient underwent a procedure and a new implant was placed. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.